Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in this incident, it was determined that drawer 9 had failed to open. A field service engineer (fse) confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.